Event description:
It was reported that cuff leak(s) difficulties have been experienced by the user facility since approximately six (6) months ago. There has been no reported pt injury and/or change in therapy. Representative involved device(s) samples have been returned to the manufacturing facility and forwarded for analysis and investigation.